Event description:
A report was received that the patient¿s ipg would not link and establish communication with the remote control and clinician programmer after a non-device related surgery wherein it was unknown if electrocautery was used. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Intra-operatively, the patient was experiencing muscle spasms. The physician believed the spasms were device related and elected to explant the devices. Device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg would not link and establish communication with the remote control and clinician programmer after a non-device related surgery wherein it was unknown if electrocautery was used. The patient will undergo an ipg replacement procedure.